Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Updated description, added other relevant history, device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber was used @ 5,656 joules and 1:21 minutes of use. ¿all parts were removed from the patient and recovered¿. The fiber was not cleaned during the procedure. The second fiber was used @ 254,651 joules and 34:31 minutes of use. The fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure, the metal cap (fiber tip) came off inside of the patient and the aiming beam was noted to be ¿shooting out front¿. The metal cap was retrieved with ¿graspers¿. The fiber was exchanged and the second fiber was reported to ¿go into standby mode ¿ overheating from that¿. The procedure was completed utilizing a third fiber. Patient outcome: ¿good¿ reported. No injury reported.